Event description:
The cps courier guidewire could not be removed from the quicksite micro lead. Whilst trying to pull the wire out, the tip of the wire broke off. Fortunately the tip of the wire stuck to the tip of the lead when it was removed from the pt.

Manufacturer narrative:
A review of the mfg records showed that the device was mfg to specification. Results do not indicate any areas of concern relating to the strength of the wire. No further investigation is possible as the wire was not returned.